Event description:
Patient was implanted with a locking compression plate (lcp) and 5 screws on (B)(6) 2013. It was reported patient approximately 6 weeks postoperative the patient returned to the surgeon and it was determined that one of the five screws had broken at the screw head. The other screws were intact. The patient was returned to the operating room on (B)(6) 2013, and the surgeon removed the existing hardware, including the broken screw. A non-union was also found at the time of removal. Patient was surgically revised to a larger 6.5mm 6-hole narrow plate. Procedure was completed successfully. There was a five-minute delay in the procedure to retrieve the broken screw. This complaint is on (1) unknown broken screw. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt ID: (B)(6). This report is on (1) unknown broken screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.